Event description:
It was reported that the old communicator was plugged into an electric socket on the wall, blew up, and almost started to fire. The other communicator equipment and communicator power cord were damaged. The communicator was no longer in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.